Event description:
Only a few months after getting my breast implants, I started developing headaches, low b12, chronic fatigue, depression, anxiety, recurring infections, premature aging, agitation, manic states, suicidal thoughts, pain in joints, pain in bones, dry eyes, agoraphobia, symptoms of autoimmune disease (still under investigation), brain fog, confusion, memory lost, etc. When I got my breast implants, I was told they were safe. I was never given any written info about the risks of getting breast implants. My surgeon informed me about the risk of capsular contracture, infection and rupture but nothing that could not be resolved easily. I was never informed about the possible cost of explants. I have lost everything for something that could have been resolved very quickly if I would have been informed. Before getting sick I had my life together and I was happy. My breast implants were supposed to be a little treat. We are now 5 years after getting implants and 3 months post explant. I still have trouble getting out of my house and functioning. I have so much pain still in my bones. I have a problem because no dr will recognize this breast implant illness and they all think it's in my head. That can be pretty hard on someone. Where am I suppose to run now. I'm broke. I'm sick. I have no support left around me. I can't function.